Event description:
Philips received a complaint on the heartstart xl indicating that the device failed the self-test. There was no patient involvement at the time the issue was discovered. Based on the results of the analysis provided by customer, the reported problem was able to be confirmed. The reported problem was determined to be due to an external paddles connection failure. The issue was resolved by re-inserting and fastening the external paddle, the product is back in service.

Manufacturer narrative:
(B)(6).